Manufacturer narrative:
Pump failed self-test- due to moisture in the vibration motor. Pump passed displacement test, active current measurement and sleep current measurement. No failed battery test noted. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed failed battery test on 12/21/2025 21:33:48 in pump downloaded history. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, partially broken retainer, missing display window cover, corroded battery tube and serial number label missing. The p-cap/reservoir does lock properly. No failed battery test noted and passed all required testing. Confirmed damage located at the battery compartment. Confirmed, corroded battery tube. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple failed battery alarms while the pump was in use, and there was a crack along the battery compartment. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, and the customer reported that no damage to the battery cap contacts. Advised the customer to place the pump in storage mode. The customer was instructed to discontinue pump use and revert to a back-up plan per the health care professional¿s instruction. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer responded that the device would be returned.